Event description:
Reference number (B)(4). Event occurred in the united states. On 24-aug-2024, it was reported that the patient encountered infusion sets cannula crimped events within 3 or more hours after insertion the site inserted was abdomen. The infusion set in use for 3.5 hours. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available .